Event description:
For a single slice vector anatomy with bolus or if the central axis is located on the most inferior slice of a vector anatomy with bolus, the bolus is not seen for dose calculations.